Manufacturer narrative:
Visual inspection was conducted on the returned screw. The screw shows signs of wear/ damage to screw head. Further evaluation shows that the screw tips has rolled over. The complaint is confirmed. A determination cannot be made as to what caused the screw tip to roll over. Upon reassessment of the reported event, it was determined to be not reportable, as the screw was found to be stripped rather than having a threading issue. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the screw could not go into the bone. A new screw was used to finish the procedure. Attempts have been made and additional information on the reported event is unavailable at this time.